Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impedance. Further information was requested however, was not provided.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.